Event description:
It was reported that on (B)(6) 2022, the ria 2 bone harvesting device was being used in an antegrade fashion in the patient¿s femoral shaft. When the surgeon was removing the reamer from the patient it was noticed on x-ray the 11mm ria 2 reamer head had come off the reamer shaft. The reamer head was still on the 2.5mm ball tip wire, so the ball tip was removed to recover the reamer head from the canal. However, it was discovered on x-ray the tines from the reamer head had broken off and were left in the femur. There was an effort to remove the pieces, but they were ultimately left in the patient. The surgery was successfully completed with 10min of surgical delay. No further information is available. This report involves one ria 2 bone harvesting kit 520mm sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: hto. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: manufacturing location: packaged, sterilized and released by: monument release to warehouse date: 31-aug-2022 expiration date: 31-jul-2023 part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile lot number: 1770p38 (sterile) production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged lot number: 1617p57 production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal lot number: 775p322 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection,met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly lot number: 1772p27 production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set lot number: 843p632 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 784p659 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter lot number: 853p479 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged lot number: 1574p63 production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly lot number: 1390p43 inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection,met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has had no complications from this issue.